Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted there was a little fluid present which was straw colored. There was some incarcerated omentum. It was incarcerated in what looked like some previous mesh and this had to be carefully dissected . It was dissected back about 4 or 5 cm on each of the fascial edges around this and trimmed off the sac. It was reported the patient experienced an undisclosed adverse event. The patient had a previous mesh implanted on (B)(6) 2012 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/16/2021.

Manufacturer narrative:
Date sent to the FDA: 12/02/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.